Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reproter contacted animas on (B)(6) 2014 alleging a frequent/persistent issue. The reporter stated that the patient had a blood glucose (bg) 21 mmol/l with large ketones. The patient self treated with insulin via injection. This report is being made due to the bg excursion the patient experienced due to an alleged frequent/persistent occlusion issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: multiple occlusion alarms observed in the black box; force at time of occlusions is high. Black box shows on (B)(4) a occlusion alarm with high force; deliveries resumed when pump was primed. Ezprime sequence performed successfully with no alarms. Pump exercised for 24hrs with returned battery cap and returned cartridge cap; no occlusions occurred during this time. The force sensor calibration test confirmed sensor is detecting correct force at 5lbs. The total daily dose (tdd) adds up correctly and reflects the users programmed basal rate. Pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately.